Event description:
It was reported that the patient was experiencing discomfort at the implantable pulse generator (ipg) site and the leads had high impedances. The patient underwent spinal cord stimulation (scs) replacement procedure. Patient is doing well postoperatively. The explanted devices were not able to return due to hospital policy.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 7079574. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 5100629. UDI: (B)(4).

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6) batch: (B)(6) UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Sc-1432 (sn (B)(6)). Investigation result: the device was not returned to boston scientific for analysis. Device history record: a review of the device history record (DHR) confirmed that the device met specifications prior to shipping. Labeling review: a labeling review did not reveal any anomalies as it states: "persistent pain at the ipg or lead site" is a known risk with the use of spinal cord stimulation (scs). Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established. Sc-2317-70 (sn (B)(6)). Sc-2317-70 (sn (B)(6)). Investigation result: the device was not returned to boston scientific for analysis. Device history record: a review of the device history record (DHR) confirmed that the device met specifications prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the patient was experiencing discomfort at the implantable pulse generator (ipg) site and the leads had high impedances. The patient underwent spinal cord stimulation (scs) replacement procedure. Patient is doing well postoperatively. The explanted devices were not able to return due to hospital policy.